Event description:
It was reported through the filing of a lawsuit, that allegedly, since the implantation of the device, the patient has experienced significant clicking, squeaking, pain and discomfort in the area of the device. It is further alleged that the patient underwent revision surgery on her left hip on (B)(6) 2011.

Manufacturer narrative:
No specific catalog number or lot were provided. The device was reported to be an unknown trident ceramic acetabular system. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
On january 15, 2015, it was discovered that MFR report # 2249697-2014-01972 was a duplicate of this event. That report was subsequently canceled and the event description and device information were updated in this report based upon the medical documentation available. Additionally, the implant and explant dates were corrected based upon the medical information provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit, that allegedly, since the implantation of the device, the patient has experienced significant clicking, squeaking, pain and discomfort in the area of the device. It is further alleged that the patient underwent revision surgery on her left hip on (B)(6) 2011. On january 15, 2015, it was discovered that the patient had submitted another report (filed under MFR report # 2249697-2014-01972) indicating that she has pain in her femur and tight area. Patient reported that it feels like her hip is giving out and is scheduled for a revision on (B)(6) 2014. Left hip.